Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging he was unable to perform a test due to an unknown issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.